Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: medical intervention to remove stent. It was reported that during a procedure of an extremely tortuous and heavily calcified right coronary artery, the xience v stent was being advanced and the stent became dislodged off the catheter. The delivery system was removed and an unspecified snare device was used successfully to retrieve the stent from the anatomy. There was no reported patient effect. The procedure was aborted and several days later, the patient was stented without issue with a xience v stent (size unspecified). No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, challenging anatomical conditions, or improper or inadequate crimping at the time of manufacturing. The product was not returned for analysis and may have assisted in the evaluation. However, it was reported that the anatomy was extremely tortuosity and heavily calcified which likely contributed to the reported stent dislodgement. In this case, the anatomical conditions appear to have contributed to the stent dislodgement which resulted in the removal of the dislodged stent by use of a snare device. The reported stent dislodgement appears to be related to the circumstance of the procedure. All stent delivery system are inspected for proper stent placement and crimped stent outer diameter. Additionally, a sampling of units is destructively tested to verify stent dislodgement force prior to release of the lot.